Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the unit experienced an out of box failure. It was further reported that the unit doesn't come off of stand by.